Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there was a piece broken off of it and need to get a new pump. The damage was at the reservoir compartment. The customer reported that the piece suddenly fell off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.